Manufacturer narrative:
D9 - date returned to mfg: 1/6/2026. An unclear photo was shared by customer, where the items are inside the plastic bag, but no significant damage or anomalies are observed. Received: one (1) used. List #cl2003, 3ml syringe w/spinning chemolock¿ injector connected to one (1) used. List #cl-82, chemolock¿ 13mm closed vial spike connected to, eribulin mesylate injection 1mg/2ml vial. One (1) used. List #cl-82, chemolock¿ 13mm closed vial spike connected to, eribulin mesylate injection 1mg/2ml vial. Were returned for evaluation. As received no significant damage or anomalies were noted on the returned samples. The samples were tested according dfu instructions and no leaks were observed. Complaint of leaks cannot replicate during the test.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 dec 2025 has been used as a placeholder.

Event description:
A complaint was received with regards to a 3ml syringe with spinning chemolock injector in which it was reported that there was leaking. Patient involvement was not specified. There was no harm.